Event description:
It was reported that this implantable pacemaker was using 113 percent battery usage and premature battery depletion (pbd) is suspected. Requested data analysis from technical services (ts). Ts suspects the power consumption is elevated due to high-rate atrial sensing, however the data analysis results have not been completed at this time. The device remains in service and no adverse patient effects were reported.